Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then extracted. Account provided that the haptic was bent. No additional information was received.

Manufacturer narrative:
Corrected data: this incident is a duplication of file number cp-0560952. Therefore, the event is considered not reportable. A thorough review of the file indicates that the circumstances, details, and outcomes of this incident are identical to those already recorded under report 3012236936-2025-0000363 submitted on february 20, 2025. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.